Manufacturer narrative:
Device received with operating currents within specification. Device passed functional testing including the self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Formatted history file analysis confirmed software error and the motor arm cannot communicate with the main arm due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed motor arm, could not communicate with the main arm and a software error was detected during the insulin pump rewind. The customer¿s blood glucose level was 58 mg/dl at the time of the incident. The customer's blood glucose was changing from very high to very low, and this was unexpected behavior. Troubleshooting was not completed, but a self-test was completed and when the customer disconnected, a large insulin bell was seen coming out of the insulin pump. The customer who is a child, uses very little insulin. The caller no longer trusts the insulin pump. The insulin pump will be returned for analysis.